Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high defibrillation impedance. It was noted that the patient was hospitalized for deteriorating heart failure, in which a swan-ganz catheter was inserted into the patient. The physician suspects the abnormal impedance occurred as a result of a possible interference between the catheter and rv lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.